Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on june 3, 2018 with blood glucose of 625 mg/dl at the time of the incident. The customer was at 75 mg/dl at the time of the call. The customer used insulin pens and manual injections to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was currently pregnant, had a broken belt clip, and had issues connecting the meter to the pump. The reservoir will not be returned for analysis.